Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 211 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer also experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 337 and blood glucose was 211 mg/dl. Customer reported that when sensor was removed with previous set, cannula was bent. Customer was advised to monitor the sensor glucose.